Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a hemodynamic pressure monitoring procedure, the clinical staff noted that the pressure monitoring set was leaking fluid from the four-way stopcock while connected to the patient. The device was replaced for the patient. No additional patient consequences to report.

Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually, and functional testing was performed. The complaint was confirmed, and the root cause attributed to the mechanical stress incurred during procedural use. A review of the device history and complaint database could not be performed since the lot number was not provided.